Event description:
A malfunction was reported with the code malf 0, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience a recurrence of the malfunction code after resetting the pump and was advised by technical support to continue using the pump. The customer was also instructed to call back if any issues recurred and acknowledged the guidance provided.